Event description:
Additional information was received on (B)(6) 2016 from the health care provider (hcp). When asked if the infection had been resolved, the hcp answered 'implant removed - nothing else to report". No further information or details were provided.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. (B)(4) pertains to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the pump caused an infection, so they took the pump and catheter out. It was noted that first they went and did a "restructuring" and did something to the catheter and she had some leakage problems. Then both the pump and catheter were removed and the patient was put on intravenous antibiotics. The patient had a "pretty bad" infection and initially they though she might have had meningitis, however she did not. The event date was noted to be about 14 days after the pump was implanted. It was noted that the patient was still in the hospital after having the pump removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.